Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colono videoscope exhibited a foreign object in the channel mount unit and the insulation resistance value at distal end did not meet the standard value due to burn on plastic distal end cover (c-cover). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to suction of solids using the subject device, resulting in the material remaining after reprocessing; however, the type of material and definitive root cause was not determined. Based on the results of the investigation of the burn on the cover, a root cause was not determined. The event can be detected/prevented by the following instructions for use which state: operation manual ¿chapter 4 operation, 4.2 insertion, air/water feeding and suction, suction¿ describes the warning below: -avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. Operation manual ¿chapter 4 operation, 4.3 using endotherapy accessories, high-frequency cauterization treatment describes the warning below: - never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Laser cauterization treatment: to avoid patient injury, burns, bleeding, and/or perforation as well as damage to the endoscope, do not activate laser radiation before confirming that the tip of the laser probe appears in the proper position in the endoscopic image. Keep an appropriate distance between the target and the endoscope¿s distal end, and always use the lowest power output possible. Olympus will continue to monitor field performance for this device.